Event description:
The physician claims that the graft was used as a temporary implant for a thoracic aortic aneurysm. Procedure in a pt with a thoracic aneurysm. The temporary graft was used to send blood from the heart-lung machine to the subclavian artery. (Out-of-indication use). When the blood was allowed to flow, the graft leaked from 2/3rds of the total product length for an extended period of time (duration not reported). The procedure appears, at this time, to have been completed successfully with a 4-branch graft and the temporary graft was removed when the procedure was completed. There were no complications reported for the pt. He pt's condition was reported as good. On 16-nov-2006, we learned that add'l info related to the blood loss through the graft is unknown and appears, at this time, to be unattainable.

Manufacturer narrative:
Since nothing is being returned for our investigation, the complaint cannot be confirmed or denied and therefore, the exact cause of the physician's experience with the device cannot be determined. Note: attaching this device directly to a heart-lung machine is out-of-indication use and therefore, contrary to the recommended usage in the instructions for use packaged with this device. Note: items marked "ni" are not attainable at this time. Should such info become available. It will be included in a follow-up report. Section "f" completed by manufacturer. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that, the product met its specifications at the time of release to distribution. There are no similar incidents against this batch.